Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 696mg/dl. The customer treated with an insulin pen. Customer indicated that their doctor has been contacted and their blood glucose value was 204 mg/dl at the time of the call. Troubleshooting was performed and found that the cannula is bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.